Manufacturer narrative:
The reported event of low impedance was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examinations did not reveal any anomalies. Electrical testing also did not identify any evidence of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited low pacing impedance. The lead was not used and replaced during the procedure. The patient was stable throughout.